Manufacturer narrative:
(B)(4).

Event description:
It was reported that via a merlin.net transmission lead nose on the ventricular channel was observed. The patient was dependent and inhibition was noted. The noise was reproduced in clinic. Insulation anomaly was also noted. The lead was capped and replaced. The condition of the patient was stable following the procedure.